Manufacturer narrative:
The insulin pump was received with blank display and had constant watchdog alarm due to moisture damage on all electronic assemblies also; corrosion was found on the motor assembly. Unable to perform pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to blank display and watchdog alarm. Unable to verify a21 alarms, history anomalies, memory anomalies or auto off anomalies due to blank display and watchdog alarm. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump beeped after a couple hours the device had a blank display. The patient's blood glucose at the time of incident is unknown. They also received multiple unexpected restart error alarms in the past. There was also an auto off as well. The customer changed the battery and screwed on the battery cap but the insulin pump remained unresponsive. The insulin pump will be returned for analysis.